Event description:
It was reported that the patient had a reaction to the astron clear splint that was issued. It is unclear when the patient received the device, when the patient first used the device, or when the reaction occurred or resolved. However, it is noted that the patient experienced a breakout near the guard. Also noted was nausea while wearing. The device was worn for a few weeks with the symptoms resolved after non-use (exact dates unknown). With regard to the device, the provider was sent a label to return the device.

Manufacturer narrative:
The device has not been returned. If/when there is more information provided, a supplemental report will be submitted. Section a2: the patients date of birth was not provided when asked. Section a4: the patients weight is not provided when asked. Section a5/a6: this information not provided when asked. Section b3: this information was not provided when asked. Section b6/b7: this information was not provided when asked. Section d4: is not applicable with the exception of serial number as the device is manufactured by prescription. Section d6-d7: is not applicable as the device is manufactured by prescription and not implantable. Section h4: manufacturing data not available at the time of submission. This complaint will be kept on record for track and trending purposes.

Manufacturer narrative:
The device was not returned, the investigation has been completed and the results are as follows: DHR results: no DHR results were available for review since no lot number was provided. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the customer has not returned the device for investigation. However, the non-visual device investigation has been completed. Root cause a root cause for this complaint cannot be explicitly determined. It is possible that reactions could be caused by mouthwash, toothpaste, or soaking material. However, the customer did not provide the information regarding how the patient handled and maintained the device. IFU 12383 rev 3.0 (comfort3d bite splint) contains the following statement in the warning section: "use only clear, cool water to wash the device. A soft toothbrush may be used. Do not clean or soak in mouthwash. Do not use denture cleanser. Do not use hot water. Do not use alcohol or hydrogen peroxide. Do not place in direct sunlight. Keep away from heat sources." IFU 12383 rev 3.0 (comfort3d bite splint) contains the following statement for the cleaning procedures in the general safety and precautions section: "brush and floss your teeth before use. Rinse mouth well with clean water before inserting the nightguard. Rinse appliance well with clean, cool water before and after use. Clean comfort3d bite splint with clean, cool water only, and let it air dry." Rpt 012620 rev. 1.0 (comfort3d bite splint verification) confirms that the resin material meets the acceptance criteria for biocompatibility (cytotoxicity, irritation, and sensitization) and mechanical properties (flexural strength, flexural modulus, sorption, solubility, and free monomer extraction). Corrective action: no corrective action is warranted at this time. Complaint handling team will continue to track and trend for similar incidents and report to the manufacturer as necessary. Fmea review results: in reviewing rpt 012625 rev 1.0 -comfort3d bite splint risk management report, the reported issue has already been identified under the "customer related" process aspect. · failure mode - allergic reaction. · causes - patient develops reaction to the material components. · effects - patient discomfort, inflammation, irritiation. Severity - 3 (serious; device failure results in injury or impairment requiring professional medical intervention.) Occurrence - 1 (remote; singular events, generally associated with special cause.) Risk mitigation - cured resin is biocompatible. Rpn final - 3 (low risk) b5: the device name was noted incorrectly on the narrative on the initial submission. This complaint will be kept on record for track and trending purposes.

Event description:
It was reported that the patient had a reaction to the 3d comfort splint that was issued. It is unclear when the patient received the device, when the patient first used the device, or when the reaction occurred or resolved. However, it is noted that the patient experienced a breakout near the guard. Also noted was nausea while wearing. The device was worn for a few weeks with the symptoms resolved after non-use (exact dates unknown). With regard to the device, the provider was sent a label to return the device.